Event description:
It was reported that patient had to charge the implantable pulse generator (ipg) longer and will not hold its charge. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return as it was discarded at the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately november of 2024 from date manufacturer was made aware.